Event description:
In 2008, physician indicated that the valve does not appear to be functioning properly. A diagnostic and therapeutic lumbar puncture was performed. The opening pressure was 25.5 cm of csf. Pressure was drained to 12.5 cm of csf. She was taken to surgery for repair of her shunt in 2007. It was discovered that the catheter on the peritoneal side of the valve had broken off and migrated intraperitoneally. The valve was stopped up. Found to have a leak in the side. A new valve obtained and implanted.

Manufacturer narrative:
The reported event was identified during the course of a retrospective clinical study (conducted under irb) involving a review of patient case records and data analysis. The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible, as no lot numbers were available. All of our valves are 100% tested at the time of manufacture.